Event description:
The customer reported that while monitoring telemetry patients the xhibt central station started to have display failure. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer advised tech support that they had disconnected all cables prior to calling tech support. Tech support walked the user through reconnecting all associated cables and the caller confirmed the issue was resolved. While the cause of failure was not determined, reconnecting all the cables resolved the issue.